Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 300 mg/dl and the cause was not known. The customer delivered a bolus via the pump and the bg lowered to 130 mg/dl. As the customer was not experiencing a high bg at the time of the report, tandem technical support advised the customer to discuss the high bg with a healthcare provider.